Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer continued to use the pump for insulin therapy. It was also reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was "high"; although specific value was not provided with high ketones that were life threatening. Customer attempted to self-treat via correction bolus via the pump; however required assistance from their parent by calling the hospital and monitoring their bg levels. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.